Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and was variable. The analyst noted that the right ventricular defibrillation impedance measurements were varying from 54 ohms up to 89 ohms. Additionally, there was a right ventricular defibrillation impedance measurement of 112 ohms on (B)(6) 2015. The alert for out of range subthreshold lead impedances triggered on (B)(6) 2015. (B)(4).

Event description:
It was reported that an alert was triggered due to a single high and out of range impedance measurement on the defibrillation coil of the right ventricular (rv) lead. The lead trend showed some variability in impedance. The lead alert range was reprogrammed, and the lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.